Event description:
Healthcare professional, later reported, capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported a right side capsular contracture baker grade iii and exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Clarification to d. Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a right side capsular contracture baker grade iii and exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and patient's concern with the product.

Event description:
Patient reported a right side capsular contracture baker grade iii and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.